Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Event occurred in (B)(6).

Event description:
It was reported that during a surgery, the clear sleeve of the device could not be pulled back as usual and was sticking. Therefore, the surgeon used an alternative product to complete the surgery. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned juggerknot mini device and the sleeve was very tight on the inserter and difficult to move in it's returned position. The sleeve and the inserter were found to be conforming to specifications. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.